Event description:
It was reported that there was a rupture of the non-return valve, inducing a reported gas embolism of the pt with cardiorespiratory failure. It was stated that there was a need to transfer the pt to "reanimation" for ventilatory assistance. The pt died in 2003. The family of the pt did not wish to have an autopsy performed. The family did not wish to take any action because the pt had a prior "bad health condition history".